Event description:
It was reported that during a da vinci-assisted surgical procedure, the field service engineer (fse) contacted the technical support engineer (tse) and reported the master tool manipulator froze, and the surgeon was unable to regain control. The procedure was converted to a different davinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint. The mtm was returned for failure analysis and the reported 23062 error was confirmed, but was not replicated during in-house testing. In lighthouse, the 23062 error was found indicating a failure on the wrist pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed on an in-house system and driven with an in-house instrument. No issues were observed and the unit passed system test. After installing on surgeon console fixture test platform (sftp) and running the fitness test, the unit passed all tests. 1hr slow speed sine cycle on the wrist pitch axis was performed and passed. 23062 errors were not observed during sftp testing. As a result of this investigation, failure analysis has concluded that the wrist pitch motor and the slipring were found to be the probable root causes of the reported event.